Event description:
It was reported that during a past unspecified da vinci-assisted surgical procedure, the cables of the force bipolar instrument got stuck on tissue. The surgeon had noted that "there would not be a patient injury if the tissue weren't stuck in the bipolar." It is unknown what intervention, if any, was required as a result of this incident. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter however specific information regarding this event were not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.